Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an unresponsive keypad. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the keypad. The customer reported to have replaced the keypad and conducted final testing. All tests passed. Covidien was not authorized to evaluate the device.